Event description:
The customer reported that his olympus evis exera iii video system center was experiencing scope detection issues during preparation for a diagnostic procedure. According to the initial reporter, the intended procedure was completed using a nearby unit. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The unit was not properly detecting scopes due to a faulty patient board set. This failure was causing no image while using 180 series scopes. Additionally a worn out video connector latch was found and causing a poor connection with pigtails. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty patient board set could not be determined. Olympus will continue to monitor field performance for this device.